Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed a fault code 1003, indicative of voltage too low for remaining battery capacity. Boston scientific technical services (ts) analyzed the device data, and it was noted that the consumption of the battery was increasing in a gradual fashion. Device replacement or reevaluation was recommended within 90 days. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed a fault code 1003, indicative of voltage too low for remaining battery capacity. Boston scientific technical services (ts) analyzed the device data, and it was noted that the consumption of the battery was increasing in a gradual fashion. Device replacement or reevaluation was recommended within 90 days. This device was explanted and successfully replaced. No adverse patient effects were reported.